Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 red - leakage. Bed (B)(6), pain management patient, multiple IV lines requiring a three-way connector. One line for fluid replacement, another connected to a pain pump for analgesia. Leakage detected at the three-way connector during rounds, with backflow observed. Replaced the connector and resumed fluid administration. Patient expressed dissatisfaction; provided reassurance.